Event description:
It was reported that during lens implantation, the posterior haptics were trapped between the inserter and the "blue sleeves". No info has been provided regarding the type of inserter used. The incision was enlarged; the lens was removed and successfully replaced intraoperatively with another lens. Add'l info has been requested.

Manufacturer narrative:
Investigation of this event is progress. A supplemental report will be submitted upon completion of the investigation.